Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the ligation process, the suture broke multiple times, and the doctor immediately replaced the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - could you please provide the lot number? - what is the total number of procedures? --please refer to the event description, other information requested is unknown. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. --no device can be returned currently. The manufacturing records could not be reviewed as the batch/lot number is unknown. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: b5 procedure name added.

Event description:
It was reported that a patient underwent an excision of incarcerated thrombohemorrhoids procedure on (B)(6) 2026 and suture was used. During the ligation process, the suture broke multiple times, and the doctor immediately replaced the suture. No adverse patient consequences were reported. Additional information was requested.